Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that, while using linear 7.5fr. 40cc intra-aortic balloon (iab), the registered nurse wanted to flush the port but pressure transducer luer lock irrigation port was broken, and cracked at 2 places. Pressure line clotted and stop functioning. Pump alarmed leak. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3

Event description:
N/a